Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a discordant falsely depressed loci thyroid stimulating hormone (tsh) patient sample result obtained on a dimension vista 1500 system. Mdrs 2517506-2022-00109, 2517506-2022-00110, 2517506-2022-00111, 2517506-2022-00112 and 2517506-2022-00113 are filed for the same event. Siemens is investigating the event.

Event description:
A falsely depressed loci thyroid stimulating hormone (tsh) patient sample result was obtained on a dimension vista 1500 system which was later determined to be discordant when compared to the results from alternate methodologies on a later date. The discordant result was reported to the physician(s) and the result was questioned at a later date. On a later date, a new sample was drawn from the same patient and processed on an alternate siemens system, and non-siemens systems at alternate facilities and higher tsh results, considered correct, were obtained and reported. There are no known reports of adverse health consequences due to the discordant falsely depressed loci thyroid stimulating hormone (tsh) result or due to the potential changes in treatment.

Manufacturer narrative:
Additional information (08-jun-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. Quality control and calibration results were within the customer's expected ranges. No patient sample was provided to siemens for internal investigation. The instructions for use (IFU) for the dimension vista- loci thyroid stimulating hormone (tsh) assay states, "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. As with any immuno-recognition measurement of a peptide, extremely rare genetic variants may exhibit varying degrees of detection. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." Based on the data available, hsc concluded that no potential product issue was identified with the tsh assay. The event involves a patient specific issue. The cause of the event is unknown. The system is fully operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00108 was filed on 29-apr-2022. Initial mdrs 2517506-2022-00109, 2517506-2022-00110, 2517506-2022-00111, 2517506-2022-00112 and 2517506-2022-00113 were filed for the same event on 29-apr-2022. MDR supplements 2517506-2022-00109 supplement 1, 2517506-2022-00110 supplement 1, 2517506-2022-00111 supplement 1, 2517506-2022-00112 supplement 1 and 2517506-2022-00113 supplement 1 are filed for the same event.